Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. According to the product experience report, the sample was not available to be returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed the allegation to be reviewed. Without such evidence, this complaint could not be confirmed. Therefore, the complaint was closed, and no corrective action is required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. There were no other complaints in the lot.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
A customer reported during the placement of a vena cava filter in the patient, it was found that the delivery sheath was broken and there were cracks on the tube wall, posing a risk of sheath rupture and partial retention in the body that could not be removed. There was no patient injury.

Manufacturer narrative:
The sample is not available for return. The investigation is in progress. A follow-up report will be submitted upon investigation completion.